Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling, as a known potential adverse event following icl implantation. Claim#: (B)(4).

Event description:
A facility representative reported, that following an implantable collamer lens (icl) implantation procedure. The patient, experienced an excessive vault. In a separate visit, the lens was exchanged for a shorter length lens. The problem was resolved. Cause reported as unknown.